Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. Following the fall, the patient's ipg was no longer able to communicate with their charging system. Troubleshooting was unable to provide resolution due to the ipg being inoperable. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.